Event description:
It was reported that entrapment on the guidewire occurred. The target lesion was located in the left tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced over a savion flx guidewire; however difficulty in advancing the balloon over the wire occurred. During the removal of the balloon catheter from the wire, it was noted something was wrong with the tip of the balloon. The devices were removed successfully. Upon inspection of the wire after removal, there was a small piece of something stuck on the wire which was thought to be part of the balloon. It was believed that part of the tip was stuck on the wire upon removing the wire a different sized coyote and a new wire were used to complete the procedure. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
Date of birth: 1945. Device evaluated by MFR: analysis of returned product revealed that the device had a bent on the distal tip and a foreign material located approximate 261,5cm from the proximal section. An analysis on the manufacturing site was performed in order to try to determinate if the manufacturing process could have been the source of the materials found on the device and it was concluded that the event was not related to a manufacturing issue. According with the analysis performed, the particle has elements consistent with cotton wool in a 88,14% , these could have been result of the contact of the wire with the context (materials, tools) where the medical procedure was performed.

Manufacturer narrative:
Date of birth: (B)(6).

Event description:
It was reported that entrapment on the guidewire occurred. The target lesion was located in the left tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced over a savion flx guidewire; however difficulty in advancing the balloon over the wire occurred. During the removal of the balloon catheter from the wire, it was noted something was wrong with the tip of the balloon. The devices were removed successfully. Upon inspection of the wire after removal, there was a small piece of something stuck on the wire which was thought to be part of the balloon. It was believed that part of the tip was stuck on the wire upon removing the wire a different sized coyote and a new wire were used to complete the procedure. There were no patient complications and the patient's status is fine.